Event description:
It has been reported that the patient's knee dislocated. The patient was admitted to the hospital and put under anesthesia to manipulate the knee. Product is not available for return.